Event description:
Hamilton medical ag received the following incident description: a nurse at our intensive tia experienced this weekend that a hamilton g5 (see no. 12315) wrote "connection to screen lost" and she could not turn off the alarm. The alarm came every 2 minutes. I have retrieved the machine and taken out the log (event and blackbox) it has been on without reporting an error since 08:00 this morning.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information as requested. Updated fields. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. According to the logfile analysis we have the following results available: on (B)(6) 2023 at 10:26:26 the device was switched from standby to niv ventilation mode and the ventilation of the patient was started. At 11:19:42 a "panel connection lost" alarm occurred, at 11:19:48 a "ventilator unit connection lost" alarm occurred and at 11:20:22 a "panel connection lost" alarm occurred again. Ventilation continued until the operator switched the device to standby at 11:38:04 and switched it off at 12:06:51. The most probable root cause is an intermittent communication issue between interaction panel an ventilation unit of the ventilator. The hospital technician checked the communication cable between the interaction panel and the ventilation unit. No part was replaced, he could not reproduce the issue. We have not received further information. We do not know whether the device was fully and completely checked using the service software before the device was released, as the log files sent to us do not show this. Updated fields.

Event description:
Hamilton medical ag received the following incident description: a nurse at our intensive tia experienced this weekend that a hamilton g5 (see no. (B)(4) wrote "connection to screen lost" and she could not turn off the alarm. The alarm came every 2 minutes. I have retrieved the machine and taken out the log (event and blackbox) it has been on without reporting an error since 08:00 this morning.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: a nurse at our intensive tia experienced this weekend that a hamilton g5 (see no. 12315) wrote "connection to screen lost" and she could not turn off the alarm. The alarm came every 2 minutes. I have retrieved the machine and taken out the log (event and blackbox) it has been on without reporting an error since 08:00 this morning.